Event description:
The customer reported that the ventilator had no ac power but would operate on backup battery power. The ventilator was not in use therefore there was no patient involvement or harm. The manufacturer's service technician advised the customer that the power supply should be replaced to address the finding. Malfunction of the power supply during normal vent use may result in the unit shutting down during operation with an active backup alarm when ac power is restored. The customer reported that approval for service would need to be obtained. Approval for service is pending.

Manufacturer narrative:
Approval for service pending.